Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The system was performing as intended and the alleged issue could not be duplicated. The navigation system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a posterior spinal fusion procedure. It was reported that there was inaccuracy. Registration of l3 and l4 was performed but accuracy error in the surface registration was noted. Accuracy of registration of l3 was performed without any issues noted. A pedicle screw was normally inserted. L4 was registered but the accuracy error in the surface registration was noted. The use of the navigation system was stopped. Fluoroscopy showed the pedicle screw was normally inserted. After the procedure was complete, the representative checked the patient exam images with a medical engineer. Contrast-enhanced CT was used and an organ was seen in front of the vertebral body in the contrast-enhanced CT and displayed in 3d imaging. It was suspected this was the cause of the event. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. There was no reported impact on patient outcome. Additional information: device manufacture date provided. Correction: product and related fields updated to proper value. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.